Event description:
It was reported that the balloon on the tristar was damaged. No further information was reported. Upon further review of the analysis, a balloon separation was identified. This event is being filed based on that finding. Reportedly, no patient injury occurred.